Manufacturer narrative:
The hill-rom technician found the brake pads worn not allowing the brakes to hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brakes casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found the brakes not holding. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. (B)(4).